Manufacturer narrative:
There was no information provided that indicated a causal relationship between the peritoneal dialysis and use of fresenius products and the peritonitis. The most common cause of peritonitis is a breach in technique or biofilm on the peritoneal dialysis catheter. The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis (pd) patient reported he was no longer on pd therapy as it was determined to move him to hemodialysis to clear out a peritonitis infection diagnosed on (B)(6) 2017. The pd patient informed that he had been treated with antibiotics (vancomycin) and that it was determined that the infection was caused by touch contamination. The pd patient said as of (B)(6) 2017 he had done three hemodialysis treatments so far. Medical records were requested.